Manufacturer narrative:
(B)(4). As per field service representative (fsr), the perfusionist moved the lines to channel b but they did not have to use the heater cooler. An e0a error message is a heating error so the unit was not able to heat on channel a. This complaint is related to (B)(4) / medwatch #1828100-2018-00214.

Event description:
It was reported that when the unit was on standby for a cardiopulmonary bypass (cpb) procedure, there was an e0a error message channel a. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) tested the heater cooler and confirmed the heater on the ¿a¿ channel was open when measured across the blue wires. This heater failure was the source of all the alarms reported. Channel "a" failed but channel "b" operated to the manufacturer's specifications. There will be no parts to be returned, because removing the failed heater would disable the unit. The parts needed for repair are obsolete. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.